Event description:
Caller reported a malfunction on the pump with a displayed malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level reported. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.